Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694758 implantable tachy lead implanted: 2011-(B)(6); 407645 implantable pacing lead implanted: 2011-(B)(6); d274trk implantable cardioverter defibrillator (ICD)  implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.